Event description:
It was reported that the patient was in a bad accident 5 years prior to this report and the device ¿died¿ while she was in the hospital. The device was not replaced at that time because it was thought that she could not be put under anesthesia. Follow-up with the patient¿s follow-up doctor found that the patient had not contacted the healthcare provider office. No information was known. Further follow-up was performed to determine if the patient had received any assistance with the issue and if she had any further concerns with her device or therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3887-45, lot# j0309656v, implanted: (B)(6) 2003, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).